Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported a disconnected during infusion from the primary tubing where the spiros might have had a faulty connection. Only saline was running when the spiros came disconnected, so there was no hazardous drug leak or patient/clinician harm. There was patient involved but no harm as it was attached to an ns line and no hd infusing at the time. The product had been opened for less than 24 hours.

Manufacturer narrative:
One used #ch2000s-c connected to an unknown, extension set w/ drip chamber were returned for evaluation. As received no physical damage or anomalies on the spiro or on the thread of male luer of the mating device were confirmed. No damage on the spiro's splines and good shear tab activation were observed. The residual torque was found within specification. The female luer of the spiro met the iso designed. Complaint of disconnection / loose can be confirmed based that the spiro was able to be separated from the mating device. However, based that spiro met all the product specification, the probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.